Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that the wud dispense line was dripping during operation as result of the cuvette straw not being fully submerged. The customer inserted the straw into the bottle correctly, performed a wash 2, and ran quality control to verify performance. A siemens technical applications specialist (tas) was dispatched to the customer site. The tas discussed with the customer that visual control of checking the tubing fitting when opening and closing the fluid drawer would avoid this issue. The tas moved the tubing collar further up the straw to prevent the straw from pulling out. The cause of the discordant results was due to an improper positioning of the straw for the cuvette wash in the bottle. This is a human factor issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Multiple, discordant patient results were obtained on an advia 2400 instrument. The customer contacted siemens to seek assistance in troubleshooting a leak. A leak was discovered in the wud (wash up down), during which time, patient samples were running. The initial patient results were reported to the physician(s). The physician(s) did not question the results. The customer reran all the tests on an alternate advia 2400 instrument for all samples that ran during that time frame and found that eight (8) patient's results had to be amended. Corrected reports were sent out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, patient results.